Event description:
A nurse reported that the twist clamp of a transfer set was damaged and "would not work." The set was attached to a patient's catheter. It was immediately removed once it was found to be faulty. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h11g14045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection found damage to the patient connector but no issues for the reported twist clamp. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Torque testing was performed on the sleeve engagement and no issues were found. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.